Event description:
It was reported by customer that the customer has inserted PICC that I have had saline leaking out of the new rubber stopper in the power PICC solo 3cg kit. Additional information received 18 september 2023: I do not have the line as it was inserted into the patient. It was just leaking out the rubber stopper on insertion. The event did not involve an urgent/life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.